Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided at this time. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Customer alleges after accidentally slamming into a wall his foot got pinned between chair and wall. Alleges control goes into error mode and customer was trapped until device is powered off and back on, which takes several seconds.